Event description:
It was initially reported the patient believe her therapy was not working as well as it used to. It was noted the patient had reprogramming in the past. The patient did experience some improvements but "not as good". The patient changed her setting to try and capture more improvement. She felt there was one good program. The patient used to get up 2-3 times and now she had to get up 6 times at night. It was also noted the patient was getting steroid injections but she was unsure where they were injected. Additional information received reported the patient's symptoms returned about a year ago and the patient was currently "back to square one". It was noted the patient was going to the bathroom as much as she was before the implant. The patient did feel her device helped her "a lot" in the beginning. The last time the patient went in for a check-up an x-ray was performed and confirmed one of her leads "came loose". The patient did not recall a fall or activity that might have cause the lead to come loose. It was noted the patient was deciding if she should have her lead replaced or have her system taken out. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v519291, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).